Manufacturer narrative:
Device evaluated by manufacturer: the crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention stent damage was noted. The 90% stenosed and moderately tortuous target lesion was located in the distal right coronary artery. During unpacking it was noted that the 3.5x32mm promus element plus stent was damaged. The stent was used during the procedure and was unable to cross the lesion. The procedure was completed with another device. No patient complications were reported and the patient condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention stent damage was noted. The 90% stenosed and moderately tortuous target lesion was located in the distal right coronary artery. During unpacking it was noted that the 3.5x32mm promus element plus stent was damaged. The stent was used during the procedure and was unable to cross the lesion. The procedure was completed with another device. No patient complications were reported and the patient condition is stable.